Manufacturer narrative:
The lot number, the UDI number and the expiration date were updated. Was updated to reflect the device return. The device manufacture date was provided. The method code, the results code and the conclusion code were changed based on the evaluation summary. The device was returned and evaluated by (B)(4). The device was received with buttons # 1 and # 2 which are used for sealant deployment depressed, but button # 3 which is used for balloon retraction was not retracted. Leak testing was performed and no leak was found in the balloon. Subsequently, visual inspection revealed that the balloon was partially filled with approximately 1/6 of saline and 5/6 of air. The condition of the returned device indicated that the balloon was not purged of air during preparation step. Vacuum was drawn from the balloon prior to it being fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. The balloon was deflated and button # 3 was retracted without any issue. The review of the lhr(f1524002) indicated there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. However, the investigation revealed that the balloon from the returned device was incorrect prepped, which could have caused the balloon to pull through the vessel during deployment, resulting in the reported event. Per the mynx ace instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per IFU.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. (B)(4). Production identifier (pi) number is unknown as the lot number was not provided. Note: this report was originally submitted on 04/12/2016 under the file name 3004939290-2016-00085; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted per your request and the file name was changed to 3004939290-2016-00085_initial per request.

Event description:
It was reported that the mynx ace device which was being used for vascular closure with a 6f introducer sheath failed to deploy. A hematoma of 5 cm formed after the device was removed. Manual pressure was held for 15 minutes to treat the hematoma. The patient's hospitalization was not prolonged as a result of the mynx event. Additional information was requested but is not available at this time.